Event description:
It was reported that a malfunction alarm occurred, displaying code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to update the pump software to address potential issues related to the malfunction. The customer received assistance in resetting the pump, and the malfunction did not recur. It was noted that the customer could continue using the pump and should contact support if any future problems arise.